Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on fluoroscopy. No other visual anomalies were seen. The lead remains implanted and no other information was available.

Manufacturer narrative:
(B)(4).